Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure the cooler heater unit would not cool to desired temperature. The device was not changed out, as the unit was set to a lower temperature than needed to get to the desired temperature. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) performed testing with test loops and constant temperature monitoring with temperature meter. The fsr verified all functions and temperatures, and they passed. The unit was found to be within MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.